Event description:
A patient's cheek was burned to the size of a quarter while the dentist was working on an upper molar.

Manufacturer narrative:
The patient was given peridex antibiotic mouth rinse for treatment of burn. At the handpiece evaluation, it was found that the bearings were gritty and the head was heating up. The debris level was clean.